Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The insulin pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was cracked at the back. The customer¿s blood glucose level was 180 mg/dl at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.